Manufacturer narrative:
A ge service representative performed an onsite investigation. The work station power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the monitors failed to turn on and popping was heard during its usage. These conditions are suggestive of a likely no fluoroscopy x-ray situation. There are no reports of patient injury or death associated with this event.